Event description:
Patient had episodes of v-tach after dialysis, fell getting out of car. Had potential for 2-1 block. Could be managed by setting blanking diagnostics. No further calls to tech services regarding incident. Device still in use.